Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the error message "high" was displayed. The patient manages his diabetes with insulin. He reported that after obtaining the alleged error message, he consumed more food/drink. He denied developing any symptoms as a result of the alleged issue. He reported that on date and time unknown, he administered 35 units of apidra insulin. He reported, again on date and time unknown, he obtained blood glucose results on another onetouch ultralink meter of "90, 80 and 70 mg/dl." During troubleshooting, the cca established that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca walked the patient through resolving the issue but the patient was unable or unwilling to confirm whether the issue was resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.